Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device has changed about a week prior (beginning of august 2022). As per clinician 5 extra-cochlear channels were found after the user had complained about the bad sound quality with the audio processor. Reportedly, the user had a middle ear infection which started approximately one year prior (2021) that contributed to the electrode migration. Re-insertion surgery is considered.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging and during explantation surgery. Further the recipient suffered from a middle ear infection and cholesteatoma formation, which likely caused the reported perforation of the tympanic membrane and contributed to the observed migration. This is a final report.

Event description:
The user's hearing performance with the device had changed about a week prior (beginning of (B)(6) 2022). The user was re-implanted on (B)(6) 2022.